Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were vented blood gas cap leaks, losing sample content and creating a biohazard which put staff at risk. There was no reported patient harm/adverse event reported. This occurred with three arterial blood sampling tubes.

Manufacturer narrative:
H3 and h6 codes, updated. One (1) customer image was returned showing the filter-pro leaking blood from the top of the air filter. The complaint of leakage can be confirmed. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.